Event description:
A deep brain stimulator was explanted and replaced. The return paperwork noted that it was 'suspicious'. No pt symptoms or device troubleshooting was provided. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found. The deep brain stimulator was functionally ok.